Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. The sensor was returned for evaluation. A visual inspection was performed and the sensor wire was attached to the sensor pod and seal carrier and was not broken. The reported broken sensor wire was not confirmed. A root cause could not be determined.